Event description:
Patient reported "silicone in lymph nodes," and right side "tenderness and concerned about textured implants and alcl". Healthcare professional reported capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, black mold like appearance and underweight. A visual and microscopic analysis was performed which identified sharp broken on radius due to a surgical impact opening, for the stress mark in the shell, striated opening on anterior and radius, non-penetrating nicks and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification base on the device analysis the final assessment is: a sharp broken on radius due to a surgical impact opening. A striated opening on radius and anterior due to surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture, capsular contracture, baker grade iii and silicone migration further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "silicone in lymph nodes," and right side "tenderness and concerned about textured implants and alcl". Healthcare professional reported capsular contracture, baker grade iii. Device has been explanted.